Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that seven months after three dental implants were installed in patient's intraoral regions 29, 30 and 31 it was verified their non-osseointegration. A 50 ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type I.